Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that once the endocutter has completed firing, when the it is opened, the internal part of the charge, where the firing is initiated, falls out or detaches from the metal part containing the charge. This occurs intraoperatively. No patient consequences reported. No further information is available.